Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device experienced a cracked screen that prevented swiping or pressing buttons, while blood glucose remained unaffected; a replacement device was arranged and the original was returned. Symptoms included no reported adverse clinical effects. Outcomes included interruption of normal device usability without clinical impact. Investigation included receipt and processing of the returned device and inspection of the returned device . Investigation of this device revealed physical damage to the display assembly consistent with a broken or cracked screen resulting in user interface inoperability. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.